Event description:
It was reported that this right ventricular lead exhibited noise, high out of range impedance numbers and failure to capture due to a lead fracture. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
For correction, added information about oversensing of noise leading to greater than 2 seconds of asystole as well as lead safety switch.

Event description:
It was reported that this right ventricular lead exhibited noise, high out of range impedance numbers and failure to capture due to a lead fracture. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. According to additional information, this triggered a lead safety switch (lss) from bipolar to unipolar configuration. It was noted that there was oversensing of the noise from the unipolar configuration which resulted in asystole greater than two seconds. This patient was dependent on pacing. No additional adverse patient effects were reported.